Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve was blocked after implant and the device was revised. The valve was implanted to the patient via lp-shunt due to normal pressure hydrocephalus. Date of implant and initial setting, implant and explant dates are unknown. There was no report of symptoms associated to this event. No further information was provided by hospital. The product will be returned.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; no issues were found. A review of manufacturing records found no discrepancies when the device was released. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.